Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the band was fractured and the suture was peeled off. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0501 captures the reportable event of suture peeled off. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the ligator head had five bands attached and moved out from its original position. No bands were damaged or broken. Additionally, the ligator head teeth were damaged. The trip wire was secured and the slack was correctly taken up. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems were noted with the device. The reported event was not confirmed. The ligator head presented five bands attached and some of them were moved from their position, also the suture thread presented seven knots, these evidenced a failure deployment of the bands, it was observed that the ligator head teeth were damaged/bent. It's possible that user manipulation along the preparation and some technique performed during procedure that provided an extra tension to the device ended causing the damages on the teeth, once the teeth were damaged/bent the suture thread would have experienced difficulties to release the bands causing the failure deployment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the band was fractured and the suture was peeled off. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.